Event description:
It was reported that this implantable cardioverter defibrillator (ICD) failed vf shock. The physician decided to add a medtronic lead. It was noted that the shock impedance measurements were low after the implant and then went up. Currently, this ICD remains in service and no adverse patient effects were reported.